Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 500mcgml; 100mcgday via an implantable pump. Indication for use was intractable spasticity. Medical history was brain injury from car accident. The date of the event was (B)(6) 2016. It was reported the patient experienced a return of severe spasticity. The patient was brought to the emergency room (ER) by his mother when he began to experience profound withdrawal from the cessation of therapy. The ER staff gave the patient oral baclofen and xanax to ease his symptoms. A pump refill had never been arranged and the reservoir ran dry on (B)(6) 2016. The pump had begun alarming several days before that. The pump was interrogated and confirmed the status that the reservoir had run dry according to the logs. The managing physician was contacted to arrange for an immediate refill as soon as possible. The alarms were cancelled by resetting the reservoir status to 5ml. Patient status was alive - no injury. The issue was not resolved. The patient was due to be discharged from the ER (B)(6) 2016 and follow up with the physician and staff on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.